Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient during surgery.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® silver lubri-sil foley tray; temperature sensing, complete care type with bard hydrogel and bacti-guard silver alloy coating, temperature sensing, latex free, urine-meter, contents, temperature-sensing catheter, with bard hydrogel and bacti-guard silver alloy coating, water-soluble lubricant, closed drainage bag with urine-meter, complete care type, syringe prefilled with sterile water, bard10% povidone-iodine solution, tweezers, cotton balls, sheet, gauze pads, and gloves". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient during surgery.